Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and resulted in diaphragmatic and nerve stimulation to the patient. A chest x-ray revealed the ra lead had dislodged. The lead was turned off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.